Event description:
It was reported that a small volume intermate had a black mark on the filter. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the device was manufactured november 24, 2014 to november 26, 2014.the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and a black particle was found approximately 0.01mm in size located underneath the filter; the particle was in the fluid path. The reported problem was verified, but the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.